Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 3.5 (wednesday); second test inr = 2.7 (friday).

Manufacturer narrative:
Inratio precision data provided by end-user lot 070308: first test inr = 3.5 (wednesday); second test inr = 2.7 (friday); mean = 3.95; sd = 0.63; %cv = 16%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. The comparison was considered invalid. Per text, "the customer interrupted and said "thanks for nothing" and hung up." Caller unwilling to provide more info. Insufficient info available. No further testing can be performed.